Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient experienced cardiac tamponade and chest pain. The right atrial (ra) lead exhibited potential undersensing. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.